Event description:
It was reported that the clinical patient underwent primary right total hip replacement and subsequently, approximately 2 years and 8 months post-implantation, patient reported right greater trochanter pain as well as bilateral knee pain. The patient was given a depo-medrol injection as well as prescribed medrol doepak 4mg tablets and reported as resolved. No further details have been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 010000663, g7 pps ltd acet shell 52e, lot # 7127194 item # 574202030, femoral stem cementless collared high offset 12/14 taper size 3, lot # 3074345 item # 20103605, 36mm i.d. Size e neutral liner, lot # 65255951 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: greater trochanter pain and bilateral knee pain. Steroid injection given as well as medrol doepak follow-up: patient reports no problems with adl¿s, no pain. Leg lengths equal, no limp noted. Radiographs were not sent to mmi, 4 weeks post-op allegations of pain, 2-years post-op. Sending the images would not enhance the investigation. Based on the available information, the reported event can be confirmed a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.